Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 8mm harmonic ace instrument to perform failure analysis. The harmonic ace instrument was analyzed, and failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a damaged teflon pad at the distal end. A piece measuring approximately 0.038" x 0.062" was not returned. Additional observation related to the customer reported complaint: the instrument was found to have scratch marks/abrasions on the blade. As a result, the instrument failed the energy recognition test. An error message prompt appeared to replace hand piece. Scratch marks/abrasions on the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the teflon pad of the 8mm harmonic ace (ha) instrument was deformed. The customer did not continue to use ha instrument since it could be energized. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with a backup instrument. No further information as provided.